Event description:
Adverse event(s): interrupted procedure; aborted procedure. Malfunction: difficulty tracking. A certified ophthalmic medical technologist (comt) reported the physician lost tracking two times during a single procedure. The procedure was aborted at 72%. F/u with the physician revealed the pt had very small pupils which likely contributed to the difficulty. With technical support, site was able to complete four add'l procedures with no further tracking issues. The physician reported the pt is 20/20 uncorrected and is very happy with the outcome.

Manufacturer narrative:
Determination of root cause: assessment: a review for three months prior to the date of this event showed no previous complaints for tracking issues for this system. With technical support, site was able to complete four add'l procedures with no further tracking issues. Conclusion: based on analysis of available info, the root cause of this complaint is user/operator error. No further corrective and preventive action is warranted at this time. (B) (4)